Event description:
It was reported the patient experienced skin irritation causing the skin at the infusion site (hip/buttocks) to 'bubble up', feel irritated, red and warm to the touch. The patient was prescribed flovent spray from their doctor. The patient's mother reported that this issue is ongoing, and the incident occurred 4-5 years ago.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.